Event description:
Customer reported her abbott diabetes care (adc) device reader was damaged after it had been dropped. As a result, customer was incapable of testing and experienced loss of consciousness and seizure. The customer self-treated (unspecified) and there were no reports of the customer requiring any further treatment or medication or third-party intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.